Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer alleged that the pump delivered an unintended bolus of 3.5 units of insulin without user request. In addition, it was reported that the touchscreen was unresponsive. Tandem technical support reviewed pump data and confirmed a 3.5 unit bolus was delivered by the user, however, customer maintained that the bolus was not requested. Reportedly, customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 120 mg/dl.